Manufacturer narrative:
While it is unknown if the biopure used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. The device was returned for evaluation, though results are not available as of this report. Evaluation results will be submitted as they became available.

Event description:
It was reported that a patient developed swelling and post-operative pain in the area of a tooth in which biopure mtad was used. Multiple unsuccessful attempts were made to obtain further information pertaining to the event.